Manufacturer narrative:
(B)(4). Additional information requested but unavailable: what type of procedure was the device used in? Was the metal cartridge pan separated from the plastic portion of the cartridge of the seventh recharge? The analysis results that one long60a device was returned with no visual non-conformances and with no cartridge reload present. In addition a cartridge pan was received inside a plastic bag. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. The reported event could not be confirmed as the test cartridge was loaded and removed without any difficulties during testing. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications.

Event description:
It was reported that during an unknown procedure, at charging the clamp with a suitable recharging gold (eighth recharge), it was impossible to put it on. There was obstruction to press the reload in its socket. Another clamp was used to finish procedure. There were no adverse consequences for the patient.